Event description:
Boston scientific became aware of incidents involving capio device through an article titled "comparison of high uterosacral and sacrospinous ligament suspension surgeries for the treatment of pelvic organ prolapse in women" by maryam hajhashemi, md, et al. The study was conducted to compare the high uterosacral and sacrospinous ligament suspension surgeries. The article reported that 64 patients underwent surgery using the capio device. A clinical trial conducted from 2019-2021 evaluated 64 women with grade 2 symptomatic uterine prolapse undergoing total vaginal hysterectomy with either high uterosacral ligament suspension or sacrospinous ligament suspension. Patients were assessed preoperatively and at 6- and 12-month follow-ups using the pelvic organ prolapse quantification system (pop-q), female sexual function index (fsfi), and pelvic floor disability index (pfdi-20). Both groups showed significant improvement in prolapse degree, c-point position, urinary and gastrointestinal symptoms, sexual function, and quality of life. Surgical complications occurred more frequently in the sacrospinous group (15.6% low back/buttock pain), while the high uterosacral group reported no complications. Pain intensity was significantly lower in the sacrospinous group. Recurrence rates were low and similar between groups (3.1% vs. 6.3%). No ureteral injuries or major intraoperative complications were reported. Both techniques were effective for apical prolapse repair, with sacrospinous suspension associated with lower pain but higher minor complication rates. Reference literature article pcomparison of high uterosacral and sacrospinous ligament suspension surgeries for the treatment of pelvic organ prolapse in women included with this report for a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block a2: the exact age of the patients is unknown. However, it was reported the patients were over 18 years. As reported in the article, the study population had a mean age of 56.16 years in the sacrospinous ligament suspension group. Block a4: patient weight was not specified in the publication. Instead, mean body mass index was reported as 25.07 kg/m2 for the sacrospinous ligament suspension group. Block b3 date of event: the exact date of event onset is unknown. January 1, 2019 was selected as the best estimated event date based on the information indicating that the procedures occurred between january 1, 2019 to january 1, 2021. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: hajhashemi, m., zafarbakhsh, a., movahedi, m., rafieezadeh, a., & sattari rizi, b. (2023). Comparison of high uterosacral and sacrospinous ligament suspension surgeries for the treatment of pelvic organ prolapse in women. Advanced biomedical research, 12, 164. Https://doi.org/10.4103/abr.abr_168_22. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. The following imdrf impact codes capture the reportable events of: f12 - serious injury.